Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient felt stimulation in the incorrect location which caused her discomfort. As a result, the patient had not used or recharged her ipg in approximately a year (reference MFR. Report#1627487-2015-23449). Subsequently, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the physician cut and removed part of the leads and implanted two additional leads. The patient reported effective stimulation coverage postoperatively.